Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle tip broken during second attempt. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.". Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Distal end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 5 cm. 5cm. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus. 5. Was gaining access to the targeted site difficult? Yes. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? Yes. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 1. 1. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another needle to complete the procedure. 14. In what position was the thumbscrew lock on the sliding sheath adjuster (please provide number that is between 0 and 5) 2.5. (0-5) 2.5. 15. How far was the needle extended when deploying the fiducial (please provide the number inside the handle safety ring that is between 0 and 8)? 2 echotip ultra fiducial (0-8) 2. 16. How many fiducials were placed? 2.5cm. Echotip ultra fiducial 2.5cm. 17. Did any section of the needle introducer detach inside the patient? No.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14-nov-2024.

Manufacturer narrative:
PMA/510(k) # k210476. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: (B)(4) unit of lot number c2060852 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 may 2024. Visual inspection: stylet not returned, distal end of needle examined, needle and distal end of sheath examined both to be broken at the same point. Functional inspection: sheath extender able to advance and retract without issue, needle handle unable to advance or retract, needle removed and examined to be broken proximally before sheath extender. Clarification was sent to customer: "during lab evaluation needle was removed and was observed to be broken proximally before sheath extender. This could have occurred during transportation /device returns process. Could you please confirm if the needle break was observed before returning to cirl?" To date no reply has been received. If a reply is received in the future, then the file will be updated accordingly. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2060852 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, also in the precautions section, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. According to the information provided q8. ¿was the stylet in place inside the needle when advancing into the targeted site? Yes.¿ the user did not retract the stylet upon advancement into the target location, which is deemed to be use error as the IFU states that, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture". The failure to retract/ pull back the stylet on advancement could have likely induced pressure on the needle which is likely to have caused the needle tip to break. The proximal break of the needle would have led to the difficulty of advancing and retracting the needle handle as observed in the lab evaluation. The proximal break observed during the lab evaluation was most likely caused due to transport returns. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: (B)(4) unit of lot c2060852 of echo-19 was returned opened not in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to use error.